Event description:
During a laparoscopic cholecystectomy, hours after the case the pt was having severe complications. Surgeon went back into surgery and performed an open laparotomy. He found that the clips on the cystic duct and the cystic artery had fallen off and the bile and blood had begun to fill the abdomen. The device was discarded.